Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient went for a j tube replacement but the physician discovered a stomach wall infection and that skin had grown over the internal fixation plate. Both peg and j tubing were removed and the physician prescribed amoxicillin 875/125 mg . The physician rescheduled the replacement until (B)(6) 2021 to allow the site to heal. It was also reported that approximately two months ago, an odor came from the stoma site, a culture reported a yeast infection and nystatin was prescribed.

Manufacturer narrative:
Reference number (B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper syndrome and stoma site infection are known complications of a peg- j tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.